Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that the lead was returned in two portions. Insulation abrasions exposing the outer coil were noted at 5.3 cm to 6.1 cm and 7.5 cm to 8.1 cm from the distal tip. The abrasions were consistent with constant friction to another implantable device. (B)(4).